Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the force bipolar instrument jaws would get stuck in the trocar. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved in the reported event and completed the device evaluation. The instrument was found to have a bent grip, causing side to side misalignment of the grips. The grips were bent at the hook on the base of the grip. Common causes of the failure mode bent instrument grips tips are typically attributed mishandling. Bent grips with an offset 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.